Manufacturer narrative:
The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel 600cc silicone breast implant, cat#: 3502504bc sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with mentor memorygel 600cc silicone breast implants which the left side ruptured after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal and replacement as follow:right replaced with cat#:3503504bc sn#: (B)(4), and left replaced with cat#:3506504bc sn#: (B)(4) on (B)(6) 2017.